Event description:
Reportable based on device analysis completed on 23-jun-2025. It was reported that crossing difficulties were encountered. The 93% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, device could not cross the lesion due to the severe calcification and curves. The procedure was completed with another of the same device. There was no patient complication reported. However, returned device analysis revealed balloon torn.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 4.00 x 28mm balloon catheter was returned to the complaint investigation site (cis). A visual and tactile examination found no kinks or damages noted in the hypotube profile. A complete circumferential tear was noted 18.2cm from the port exchange with the distal section not returned. Microscopic analysis revealed a complete circumferential tear was noted 18.2cm from the port exchange with the distal section not returned. The inner lumen was bunched and stretched 15.3cm from port exchange.